Event description:
The customer contact reported an adverse patient effect while a device was in use. On an unspecified date and time, the device was programmed to deliver an unspecified medication and delivery was started. No specific pump programming was provided. After an unspecified length of time, the nurse reported the device alarmed for air in line. At that time, the nurse disconnected the tubing set from the patient's IV access site. No air reached the patient. It was reported that the air was removed from the tubing set, the tubing set was reconnected to the patient's IV site and the delivery was restarted. After an unspecified length of time, the patient reportedly developed an unspecified blood stream infection. The customer contact reported blood cultures were drawn. The results were reported as positive; however, the isolated organism was not provided. The patient was treated with unspecified IV antibiotics for an unspecified length of time. The customer contact reported the patient's hospital stay was extended due to the blood stream infection. The customer contact reported the device did not directly cause the blood stream infection; however, the disconnecting and reconnecting of the tubing set due to the air in line alarm was a possible contributing factor. It was reported that the user facility's policy is to use aseptic technique during reconnection; however, the customer contact indicated that this may not always be happening. Though requested, no additional information was provided, including if the device was removed from clinical service.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.